Manufacturer narrative:
Customer has not returned the piece retrieved from the patient, the customer had no further information to share. The cannula was shipped to the customer approximately 12 years ago.

Event description:
Allegedly, a patient came in complaining of pain. X-ray revealed a dome portion of a valve door was left inside the patient from a surgery a year ago. The customer suspects it is karl storz washer or plastic dome off the trocar, but cannot confirm.